Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated however it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a sterling balloon catheter with a stopcock attached to the hub. There was blood and contrast in the inflation lumen. The device was pressurized with an inflation device filled with water. A pinhole was identified in the balloon wall 1mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. No proximal weld damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx100mmx80cm sterling¿ balloon catheter was advanced to the lesion. The balloon was inflated; however, it ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.